Manufacturer narrative:
The patient is a (B)(6) female. Patient demographics, such as date of birth or weight were not provided. Access accutni+3 quality control (qc) levels one (1) and three (3) were within the laboratory's established ranges prior to and after the reported event. The customer declined to perform hardware verification testing. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse verified instrument performance by performing a passing system check, high sensitivity system check and an access accutni+3 precision run. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the erroneous access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay, for one (1) patient on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). It is noted the first sample from the patient, which gave an elevated access accutni+3 result was analyzed on unicel dxi 600 access immunoassay system serial number (B)(4) and was not reanalyzed. The second sample yielded access accutni+3 results within the normal reference range of the assay when analyzed on unicel dxi 600 access immunoassay system serial number (B)(4). The third sample from the patient yielded access accutni+3 results above the normal reference range of the assay. The customer reanalyzed the sample on the both unicel dxi 600 access immunoassay systems and obtained results within the normal reference range of the assay. The fourth draw from the patient was analyzed on both unicel dxi 600 access immunoassay systems and yielded access accutni+3 results above the normal reference range of the assay. The customer reanalyzed the sample on the both unicel dxi 600 access immunoassay systems and obtained results within the normal reference range of the assay. The patient had two additional blood draws. The access accutni+3 results were within the normal reference range of the assay. The initial elevated access accutni+3 result from the patient's first draw was reported outside the laboratory. There was a report of change to patient treatment as the patient was admitted to the hospital. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Level two (2) quality control (qc) was recovering outside the customer's established limit prior to and after the reported event. Levels one (1) and three (3) access accutni+3 quality control (qc) was within the laboratory's established ranges prior to and after the reported event. The sample was collected in lithium heparin plasma gel separator tube. The sample was centrifuged at 3000 revolutions per minute (rpm) for five (5) minutes at room temperature. There were no reported sample integrity issues.